Event description:
A nitric oxide delivery system alarmed "injection module failure" and stopped delivery of gas to the pt. The pt was in very serious condition (acute renal failure, rv failure and severe pulmonary hypertension) but had been improving on the nitric oxide therapy. When the system failed, the pt's blood pressure and o2 saturation dropped significantly, they went into ventricular fibrillation followed by cardiac arrest. Due to the pt's condition, they were listed as dnr and was not manually resuscitated. Two respiratory therapists confirm that the injection module was connected to the humidifier correctly, but they also observed water dripping from the module after the incident. Moisture in the module would account for the alarm and shutdown of the machine but how it got into the module is unknown. The delivery system was evaluated on site by hospital clinical engineering and the MFR. The alarm logs in the unit show some alarms for gas concentration but these do not explain the shutdown. No mechanical or electrical problems were found with the system and it functioned normally during testing. The MFR wants to return the unit to their factory for further testing.